Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced usm to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, the customer reported to technical service engineer (tse) to report that arm 3 was not working. Technical service engineer (tse) viewed logs and noted error 319 on universal surgical manipulator (usm) 3. The customer informed tse that they rebooted the system. The procedure was completing as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was received for failure analysis testing due to error 319. The reported issue was confirmed and replicated. The unit was tested on an in-house system and triggered error 319. The unit was also tested on the patient side cart (psc) fixture test platform (pftp) and failed check all boards along with fib test. Upon further investigation there was no fluid intrusion, but the rolling loop did have physical damage. A new rolling loop was installed, and the tests passed.